Event description:
It was reported that resistance was experienced during the fill process. Customer¿s blood glucose level was approximately 100 mg/dl. The cartridge and syringe needle was changed to resolve the issue.

Manufacturer narrative:
Device not returned.